Manufacturer narrative:
It is known that dental implants can migrate during the healing period due to various reasons including improper performance of augmentation procedures, e.g. Poor sinus floor elevation. The sinus floor elevation technique used by the clinician may have contributed to the implant migration. As this event resulted in a serious injury, it meets the criteria for a reportable event per 21 cfr part 803. The device was returned, evaluated for diameter and length measurements and found to be in specification.

Event description:
In this event it was reported that an ankylos c/x implant was placed into tooth region 16 (#14). After an 11 month healing period, tissue over the implant was removed and the dentist reported that the implant had dislocated into the sinus. No x-ray is available to assess the clinical situation, but the dislocated implant was removed surgically.